Manufacturer narrative:
(B) (4). Evaluation results: death.

Event description:
Pt had one lesion treated during index procedure. One endeavor sprint rx drug-eluting stent implanted to mid lad. Pt was asymptomatic at 1 month follow-up. At 6 month follow-up pt had cardiac status of stable angina. At 1 year follow-up, pt had cardiac status of silent ischemia. Approximately 16 months post index procedure, investigator reports pt death occurred. Investigator classified death as a sudden death. Cause of death was reported as due to dyspnea and heart failure with cardiopulmonary reanimation, pneumonia. In the investigator's opinion, the event was not related to the study stent.